Manufacturer narrative:
The devices remain implanted in the patient; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that subcutaneous hemorrhage or seroma (blood or fluid collection under the skin, including the skin over the skull), is a known risk with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6). Batch/lot number: 7147445 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a stage 1 dbs implant procedure in which the machine for electrophysiological recording (mer) caused a bleed in the basal ganglia (bg), specifically in the external segment of the globus pallidus (gpe). Suction was performed to remove the blood from the canula and stop the bleeding. The patient did not exhibit any symptoms. Postoperatively, computed tomography (CT) showed no evidence of brain bleed. The patient was discharged from the hospital, and it was confirmed that they were not admitted beyond the standard of care. The patient is expected to fully recover. The device will not be returned to boston scientific as it remains implanted in the patient.